Event description:
It was reported that the patients ipg was bulging out with inflammation. The patient was having a sharp shooting burning pain at the ipg site. The patient was reprogrammed and given lidocaine patches.